Event description:
It was reported via repair work order that the power pro cot could not unlock from the power load due to a broken/damaged button assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.